Manufacturer narrative:
Result of investigation: the customer's failure description could be verified. The following issues were diagnosed: - image loss when rotating - defective connection between the socket and the applied part. The c-mac pm has signs of wear. Also the connector inside the housing is slightly damaged. Both damages are caused by a mechanical influence. Further, the diagnosed defect at the socket can be seen. This is also caused by a mechanical force. The most probable root cause is mechanical damage due to external forces. This is evidenced in the pictures in the investigation section. The customer's description could be verified and diagnosed as mechanically influenced. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the picture disappears when the monitor is rotated. No negative impact in state of health reported.